Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012697482); product type: 0195-heart valves; section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-34, serial/lot #: (B)(6), ubd: 16-jan-2027, UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, a pre-dilation was performed with a 26 mm non-medtronic balloon. Intermittent temporary heart block developed that was supported by pacing on a support wire. During the first deployment attempt, there was a loss of capture and the valve dislodged into the ascending aorta. The valve was fully recaptured. The second and final deployment was performed at 4mm non-coronary cusp (ncc) and 7mm left coronary cusp (lcc) using cusp overlap and commissure alignment, resulting in no paravalvular leak, no aortic insufficiency, and no gradient measured on hemodynamic pullback. At the end of the case, the patient was in complete heart block with a junctional rhythm at 72 beats per minute (bpm), and no temporary pacing wire was inserted.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, a pre-dilation was performed with a 26 mm non-medtronic balloon. Intermittent temporary heart block developed that was supported by pacing on a support wire. During the first deployment attempt, there was a loss of capture and the valve dislodged into the ascending aorta. The valve was fully recaptured. The second and final deployment was performed at 4mm non-coronary cusp (ncc) and 7mm left coronary cusp (lcc) using cusp overlap and commissure alignment, resulting in no paravalvular leak, no aortic insufficiency, and no gradient measured on hemodynamic pullback. At the end of the case, the patient was in complete heart block (chb) with a junctional rhythm at 72 beats per minute (bpm), and no temporary pacing wire was inserted. Additional information was received that the intermittent heart block started after the pre-dilatation. The patient was first in chb but there were various degrees of heart block seen throughout the procedure. Pacing was performed on the non-medtronic working wire. During the first deployment attempt, the patient was rapidly paced at 180 bpm using the working wire. Intermittent loss of pacing capture was seen around 50-60% deployment of the valve. The chb and junctional escape rhythm persisted following the procedure. A temporary pacemaker was required that same evening and a permanent pacemaker was implanted the next day. The patient was discharged home two days after the valve implant.